Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin p ump had a crack on the case. Customer's blood glucose was 236 mg/dl at the time of the incident. Customer stated the insulin pump was damaged at the reservoir compartment the retainer ring was broken. Customer was unaware how the damage occurred. The insulin pump is not returning for analysis.